Event description:
It was reported to boston scientific corporation that the ureteral stent recoiled in the ureter during a ureteral stent removal procedure. The patient was initially in the physician's office, as scheduled for the stent removal. Reportedly, the patient had a largely dilated ureter. The physician described pausing long enough for the stent to recoil in the ureter, and as a result, the physician did not want to force the stent out of the ureter. The patient was then sent to a nearby hospital on the same day for stent removal using fluoroscopy in the radiology department. There were no complications to the patient, whose condition at the conclusion of the procedure was reported to be "fine."